Event description:
An altitude alarm was reported to have occurred with the customer's pump. There was no reported adverse impact to the customer's blood glucose level. The customer did not experience a suspension of insulin and was able to continue using the original cartridge. Technical support provided tips for preventing altitude alarms, which the caller understood and acknowledged.